Event description:
Boston scientific was notified of an evnet where a small off white foreign material was found when the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was checked prior to use. The subject device was still used during the procedure. Only the material was removed and placed in a piece of gauze inside a petri dish and will be returned for analysis.